Manufacturer narrative:
Image review: image is of the distal section of an sds device. Deformation is evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 70-80% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was not used. It was reported that the device was not able to pass the lesion due to lesion calcification and that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is alive with no injury.